Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and was analyzed. No anomalies were found. Concomitant products: product ID: d224drg, implantable cardioverter defibrillator, implanted: (B)(6) 2009, product ID: 507652, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented with phrenic nerve stimulation, therefore, the physician opted to electively replace the right ventricular (rv) lead. In addition, it was reported that the device reached elective replacement indicator (eri) and exhibited an unexpected longevity of less than 60 months. The device was explanted and replaced. No further patient complications have been reported as a result of this event.